Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a follow up check, the patient felt symptomatic. Loss of capture was noted on the left ventricular (lv) lead at that time. Reprogramming was done and the lv lead remains in use. No patient complications have been reported as a result of this event.